Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Additional 510k number: k101880. The cover screw that contributed to the adverse event is bundled with implant (tsvmwb10).

Event description:
It was reported that the internal screw (cover screw) of the implant (tsvmwb10) fractured. The implant was removed. A 6.0mm implant was attempted to be placed but could not be placed. The site was grafted and the implant was scheduled to return in 3-4 months. Tooth location 30.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b5: it was reported that the internal screw of the implant fractured at tooth location #30. The implant was removed. The dr. Attempted to place a 6.0mm implant, but was unable to place the implant. The patient was grafted and will return in 3-4 months for an additional appointment. (B)(6). The reported device was received for evaluation. Visual inspection identified that the screw was not fractured. The reported condition of "the internal screw of the implant fractured" was not confirmed. A device history record (DHR) review was completed for the reported device lot. No nonconformities/deviation or material deficiencies that could cause or contribute to the reported screw fracture event were noted as part of the DHR. It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review was completed for the reported device lot. No other complaints with similar incidents were identified. A definitive root cause for the reported event could not be determined. Probable causes for the reported event include improper loading, implant is used in a manner inconsistent with recommended use; resulting in overload, and implant used outside of intended use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the internal screw of the implant fractured at tooth location #30. The implant was removed. The dr. Attempted to place a 6.0mm implant, but was unable to place the implant. The patient was grafted and will return in 3-4 months for an additional appointment.